Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient did not feel right. They felt nauseous and was frequently urinating. During this time the cgm was displaying 55 mg/dl but the patient was not checking any fingersticks while having symptoms. Due to the symptoms, the patient went to the emergency room. At the ER, the nurse checked a bg and it was 591 mg/dl. The patient was treated with fast acting insulin via IV and the patient's bg went down to 241 mg/dl. The patient was in the ER for one hour and upon leaving, their bg was 266 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.